Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned. No anomalies found. It was noted there was an outer insulation breached cut at the generator end within 20cm proximal end.

Event description:
It was reported that during the implant procedure the atrial lead measured a lead impedance of 650ohms. Noise interfered with p wave measurement and pacing at 1.0v was unattainable. In addition, there was undersensing. The device was not implanted. No patient complications have been reported as a result of this event.